Event description:
Event: infection secondary to aortoduodenal fistula. Death post graft explantation. "In 2003, the pt was transferred to a facility from another hospital where the pt had presented several episodes of seizures activity and multiple episodes of rectal bleeding. A CT scan demonstrated air in the wall of an intravascular stent. The pt was taken immediately to the o.r. For an attempted repair of an aortoduodenal fisula and graft excision. The graft and the surrounding tissue were discovered to be infected. The graft was successfully removed, however the bleeding could not be controlled and the pt expired". Attempts to gather more info from facility hav ebeen unsuccessful. Attempts to identify part and serial number of product have been unsuccessful. No add'l info was available as of this report.